Manufacturer narrative:
Product ID 8703, lot# j94142195, implanted: (B)(6) 1994, explanted: (B)(6) 2020. Product type catheter. Update: the type of report was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that the cause of the broken catheter connector was due to a very old catheter. The catheter was replaced the following week. The issue was resolved. The patient¿s weight at the time of the event was unknown. The current status of the catheter was unknown to the company representative as they were not involved with the catheter replacement. The information was noted as having been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 1994, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that, during the planned pump replacement procedure, the catheter connector broke from the proximal end of the existing catheter. No symptoms were reported. No further complications were reported.